Event description:
The surgeon noticed that there were metal shavings coming out of the fragmatome handpiece. The metal shavings dusted the retina. A light pipe was also in use at the time of the event. The surgeon attempted to use the cutter/vacuum probe to remove the shavings but was unsuccessful. The surgeon then used a soft tip with the extrusion mode and this did not remove the shavings. The surgeon did not feel that the patient would be affected by the shavings.